Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frequent no or intermittent response when they pressed all the buttons on the insulin pump. The buttons were working properly but unresponsive again after a while. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons are functioning properly. No damage was found on the keypad assembly noted. No unlocked keypad connector on the printed circuit board during our visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.